Event description:
Patient was intubated with a double lumen endotracheal tube without difficulty. Placement was verified with fiberoptic scope by thoracic surgeon. While passing fiberoptic scope down tracheal lumen of the tube, a small plastic piece was noted along the bottom half of the inside of endotracheal tube. Suction was applied to the piece of plastic via fiberoptic scope and piece was removed. Plastic piece never entered patient's airway. No harm was done to patient. Decision was made to extubate the patient and reintubate with a new double lumen endobronchial tube.